Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and the pelvicol acellular collagen matrix was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted (mesh was not listed in the claim). The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent excision of foreign body due to pelvic vaginal exposure and sui due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, organ perforation, recurrence and dyspareunia.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior colporrhaphy, laparoscopic bilateral paravaginal repair due to recurrent pop and sui.

Manufacturer narrative:
.